Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to have a chipped front case. It was noted in the pump event history log that a no disposable alarm had occurred. Device then underwent functional testing; infusion and occlusion senser tests. No continuous beeping was detected at power up and during the 5 minute infusion test. Both occlusion sensors were noted to be within specification. Additionally, no physical damaged was found on occlusion sensors. The reported customer complaint was unable to be confirmed. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited continuous beeping noise with no kinks or clamps. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.